Event description:
It was reported that a patient experienced peritonitis, coincident with therapy for peritoneal dialysis (pd). The patient was hospitalized for the peritonitis, on the same day. The therapies were discontinued, however, the treatment was not reported. Twelve days later the patient was discharged from the hospital and has recovered. This is report 3 of 6 for this event.

Manufacturer narrative:
(B)(4). This is the same patient as (B)(4). This report of peritonitis was received with no alleged device malfunction or use error. Therefore, a sample was not requested. Should relevant additional information become available, a follow-up report will be submitted. Per review of the batch records for suspected h12j1651, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.

Manufacturer narrative:
(B)(4).